Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016-(B)(6).

Manufacturer narrative:
Follow-up #3 date of submission 10/25/2016.

Manufacturer narrative:
Follow-up #2: date of submission 10/25/2016- device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2016 with the following findings: a review of the black box and alarm history showed a call service 064 alarm. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no call service alarms were received.